Manufacturer narrative:
The device was returned in a manner unsuitable for investigation.

Event description:
The clinician reported that over 6 months after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reports a fistula, inflammation and peri-implantitis in this patient with good hygiene. There were no reported post-operative complications.